Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the strings would tear upon removal and the tampon would become crooked inside causing discomfort. Upon removal the end of the tampon was fuzzy. She experienced minor irritation around the vaginal opening.